Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The event could not be confirmed. The event cause could not be conclusively determined from the reported information. Lin, n. Et al (2016). Treatment of distal anterior circulation aneurysms with the pipeline embolization device. Neurosurgery. 2016 j ul;79(1):14-22. Doi: 10.1227/neu.0000000000001117. Mdrs related to this article: 2029214-2016-00453 2029214-2016-00454 2029214-2016-00455 2029214-2016-00456 2029214-2016-00457 2029214-2016-00458.

Event description:
Medtronic received information from literature review that a pipeline device did not open during a procedure. It was reported that the patient had an unruptured, saccular aneurysm in the m1 middle cerebral artery (mca). The aneurysm had previously been coiled and was recurrent. One pipeline was placed without any reported issues. During placement of the second pipeline, it was reported that the device did not open proximally upon deployment. As a result, the patient experienced a large post-procedure stroke and hemiparesis. At the latest follow-up, it was reported that the patient had a fair outcome with an mrs of 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.